Event description:
Pt put in a new pair of sofmed breathables toric (enfilcon a) on (B)(6) 2011. Pt started to experience blurred vision and eye pain. Pt also had sensitivity to light and redness in both eyes. Pt went to the ER and was diagnosed with corneal ulcers and possible keratitis. Pt was prescribed tobradex and acetaminophen with codeine. After follow-up visits with eye care practitioner, pts ocular status has returned to normal.

Manufacturer narrative:
Event was initially reported by an email from the pt's mother directly to coopervision. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusion: no conclusion can be drawn. Pts issues have fully resolved. This is being reported as corneal ulcers. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.